Manufacturer narrative:
Investigation summary: bd received one photo and one video for investigation. The photo provided batch information, and the video showed a bd tube experiencing stopper creepout. A total of 29 retained samples were tested for stopper function defects, and five of these samples exhibited stopper creepout or stopper pop off during functional tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, four tubes opened and leaked sample. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, four tubes opened and leaked sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.